Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was receiving inaccurate fill gauge readings. The customer used 3 cartridges and tubing over the past 3 days. The customer's blood glucose (bg) levels were over 400 mg/dl and insulin injections were used to lower the bg level to 84 mg/dl. The customer changed the supplies on the pump. After troubleshooting with tandem technical support, the customer indicated that the insulin gauge appeared to be functioning as expected.